Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was 610 mg/dl and customer was using auto mode feature on insulin pump. Customer was treated with the intravenous insulin. Customer declined the troubleshooting for the hospitalization. The insulin pump will not be returned for analysis.